Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2104511. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were visually inspected and no signs of defect could be identified. H3 other text: see h10.

Event description:
It was reported that friction built in the syringe s2 10ml 21ga 1-1/2in plunger while withdrawing medicine and it broke. This event occurred with 5000 separate syringes. The following information was provided by the initial reporter: "friction while loading medicine, breaking plunger".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that friction built in the syringe s2 10ml 21ga 1-1/2in plunger while withdrawing medicine and it broke. This event occurred with 5000 separate syringes. The following information was provided by the initial reporter: "friction while loading medicine, breaking plunger".